Event description:
During placement of a cook endoscopy flow 20 percutaneous endoscopic gastrostomy set- push, the wire guide reportedly unraveled. Although unraveling of the wire guide occurred, feeding tube placement was able to be completed with this set. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
The date of occurrence is during the (B)(6) 2009 time period. Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Unraveling of the wire guide can occur if the snare is severely tightened onto the wire guide. If the snare and wire guide are pulled with the snare in this position this could contribute to the reported wire guide damage. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy set- push devices are subjected to an inspection for device integrity. A visual examination of all components is performed. Corrective action: the report of wire guide unraveling has been brought to the attention of the appropriate internal personnel. Further investigation is underway as part of quality review board (qrb) activities. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.